Event description:
Pt underwent laparoscopic incisional hernia (above umbilicus) repair. During the procedure the bipolar connecting cord failed and caused a burn mark on the sterile drape and the warming blanket (below the drape). The connecting cord appeared to be intact. Pt sustained no injury(s).